Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that lead dislodgement was observed. Lead was explanted and replaced when repositioning was unsuccessful. Patient was in good condition post-op.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.